Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver methylprednisolone 1000mg/250ml, with a vtbi (volume to be infused) of 167 ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed for end of infusion. At that time, the nurse reprogrammed the device to deliver an additional 120ml vtbi and the delivery was resumed. After an unspecified length of time, the device alarmed for end of infusion and the display indicated 287ml had been delivered. At that time, the nurse noted air in the tubing set down to the patient with no device alarm that indicated air was in the tubing distal to the device. There was no report that air was delivered to the patient. The customer contact reported the nurse stopped the delivery, "aspirated 5-6ml of blood and flushed the line." The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if therapy was resumed using a replacement device.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4). (B) (4).